Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No trend was identified during trend analysis. No manufacturers lot code was provided. With no means to ascertain the manufacturer/asset line and day of production, no further device history record investigation can be performed at this time. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
Now I am having to go to the doctor for removal [foreign body in reproductive tract] the tampon unrolled coming out and the cotton ripped completely; the tampon itself looked improperly made or faulty, like it [device material issue] case narrative: on (B)(6) 2022, a spontaneous report was received from a consumer regarding a (B)(6) female who was being treated with playtex sport plastic (tampon, menstrual, unscented). On (B)(6) 2022, additional information was received from a consumer. Medical history included 10+ years of using tampons (relative to (B)(6) 2022). Concomitant products were not reported. On an unreported date, the patient started use of playtex sport plastic. On an unspecified date, after inserting the product, the patient experienced the tampon unrolled while coming out and the cotton ripped complete. She felt this was extremely unsafe as the tampon itself looked improperly made or faulty, like it was coming undone from the top. She was going to have to see a doctor for removal. It was extremely upsetting and a frightening experience that she had never had to deal with before. On an unspecified date, the product was disposed of, and the remaining products were thrown out. No additional information was provided.